Manufacturer narrative:
Additional information was received that the reason for explant was due to the patient not using the device. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial#: (B)(4), description:coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.